Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, opening crack. Leak test was performed, and found opening on posterior. And opening crack on diaphragm valve. A microscopic analysis was performed which identify, opening crack, opening striate on posterior side. Based on the device analysis, the final assessment is: a striate opening on posterior assessed, as surgical damage. A crack opening on diaphragm valve assessed, as cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported, left side deflation. The device has been unilaterally replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.